Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03436. It was reported that the patient experienced autoreducing and high impedances. Reprogramming was unable to provide resolution. Surgical intervention may be pending to address this issue. The patient is implanted with competitor leads. It is unknown which device is liable for this issue.

Event description:
Device 1 of 2, reference MFR report: 1627487-2017-03436. Follow up revealed that the patient's scs system was explanted on (B)(6) 2017 due to an infection (reference MFR report: 1627487-2017-04525).